Event description:
A healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision. The iol was exchanged for another lens model 2 months following the initial implant procedure. The clinical reason for explant mentioned as dislocated lens. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).